Event description:
General report received of an unspecified number of undocumented incidents of no suction. Prior to pt use during the testing of the suction set-up, the healthcare professional noted no suction. Though requested, no additional info was provided.

Manufacturer narrative:
The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The customer indicated that the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).